Manufacturer narrative:
We have not received the complaint device for investigation since they have been discarded by the user. Hence, we could not confirm the root cause of the reported malfunction. We could not perform a batch record review of the affected lot since the lot number was not provided to us. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves the addition of inflation holes under the balloon and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. The new design has been already approved by FDA in november 2018 under k182916. We have already started selling the shunts with this design in the us since early 2019. Please note that we have also reported manufacturer's report# 1220948-2021-00047 related to the other cases of the f3 carotid shunt malfunction that occurred at the same hospital.

Event description:
When the surgeon notified the sales rep. About the incident (manufacturer's report# 1220948-2021- 00048) related to f3 carotid shunt malfunction, she also informed her about a similar incident that occurred the previous month. In this case, the surgeon was unable to deflate the common carotid balloon during the pre-use check. The device was not used for the procedure. This is report 2 of 3.